Event description:
It was reported that the patient has swelling, redness and discomfort at the lead incision site. The patient is currently on antibiotics.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the infection has since been resolved.